Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the physician attempted to relocate the lead a few times, and it was noticed that the helix would jump out when extended. The helix was also observed jumping when the physician attempted to extract the lead from the patient. The lead was removed and replaced. No patient complications have been reported as a result of this event.